Manufacturer narrative:
Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that an intraocular lens (iol) had unfolding issues, plunger rod issues and override issues. The customer reported that there was patient contact with the product. During follow up, it was reported that the cartridge and the iol were in contact with the patient¿s right eye. The iol was partially delivered into the patient eye and then removed during the same procedure. The procedure was completed successfully with a back-up iol of the same model and diopter. There was no incision enlargement, no sutures, no vitrectomy and no other medical or surgical intervention required. The patient was doing well when discharged. No additional information was provided to (B)(6).

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on 3/2/2018. Device evaluation: the unit was returned for evaluation. There was no visible viscoelastic in or on the device. The lens was observed stuck at a cartridge crack. The plunger overrode the lens and protruded through the cartridge. The plunger was found functional. However, the push rod was bent most probably due to force exerted in order to advance the stuck lens. The reported issue was verified. Directions for use includes: the use of viscoelastics is required when using the tecnis itec preloaded delivery system. For optimal performance, use the amo healon family of viscoelastics. The use of balanced salt solution alone is not recommended. Based on the analysis of the returned device, it could not be determined whether the reported issue was associated with the manufacturing process. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.